Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with an occipital nerve stimulator (off-label). At this time, the details of the two implantable leads are unknown. It was reported the patient was hospitalized due to a fracture in the right lead. Additionally, the left lead was 'damaged'. Surgical intervention was undertaken during which both leads were explanted and replaced. Concomitant products: the implant date of the ipg, model 3716, is unknown at this time.

Manufacturer narrative:
Follow-up identified the explant procedure occurred on (B)(6) 2016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue with the right lead fracture was observed in (B)(6) 2016. Additionally, it was clarified the patient was hospitalized on (B)(6) 2016 and discharged on (B)(6) 2016. The left lead was reportedly kinked.